Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. No moisture damage on the motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller stated that the doctor told her not to use the device because the insulin from the reservoir leaked into the reservoir compartment, and she did not receive any insulin. The customer stated that she bottomed out, and she was given peanut butter, crackers, and juice to treat her glucose level. No further information was provided.